Event description:
It was reported that during a supply change, the user performed steps out of sequence by filling tubing before inserting the cartridge, after which a customer care agent instructed the user to confirm drops and complete a new supply change sequence that then completed successfully. Symptoms included no clinical symptoms. Outcomes included no adverse impact. Investigation included troubleshooting and user education by customer care. Investigation of this case revealed user error in supply change steps with no device alarms and no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.